Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display and they were not able to able to get to main menu. Customer's blood glucose level of 132 mg/dl. The insulin pump had multiple pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump did pass self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.